Event description:
It was reported that the patient with this artificial urinary sphincter (aus) stated that his device was not working properly and that he was experiencing recurring urinary incontinence. The urologist who originally implanted the device has since left the practice, and the remaining physician does not have experience with this device. The device remains implanted, and the patient was encouraged to seek care from a new physician. No additional information was provided.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use. Model number/catalog number: 72400024 serial number: n/a batch/lot number: 1100056790 model/catalog description: balloon unique identifier (UDI) # (B)(4). Model number/catalog number: 72404127 serial number: n/a batch/lot number: 1100047427 model/catalog description: pump unique identifier (UDI) # (B)(4).